Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on june 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling and a magnet dislodgement subsequent to sustaining a head trauma on (B)(6) 2018. Explant and reimplantation is planned, however, it is unknown if this has occurred at the time of this report.